Event description:
During release of the filterwire the wire broke through the lighter tinted part of the sheath. It was not possible to release the stent and it was pulled back through the stenosis through the vessel out of the body. A second stent with the same batch number could also not be released and so they deployed the stent (from another company) without protection. After the intervention the patient had problems to move the left hand. The sales rep was present during the procedure.

Manufacturer narrative:
Further information from the sales representative was provided. "Filter could not be released, while the wire came out of the transparent part of the delivery sheath, the filter stuck still in the end. Eventually the filter was removed out of the patient as you can see at the product. During the filter intervention there was no symptom of the patient. After implanting a guidant carotid stent and postdilation there was a minor stroke: i.e.: a weakness in the left hand, which might be transient as the neurologist and dr said after questioning dr today." The report also stated that the lesion was located at the bifurcation of the carotid artery. Further discussion with the sales representative confirmed that a second filterwire device was successfully deployed distal to the lesion and was used to advance a guidant stent delivery system to deploy the stent. Post-stent deployment and post dilatation, the patient's cerebrovascular accident was observed. Only the first filterwire ez system was returned for analysis. Investigation confirmed that the protection wire had disengaged through the distal portion of the delivery sheath slit. Although wire disengagement was confirmed, information from the customer site confirms that the device was removed without incident before the event occurred. Wire disengagement of this nature often occurs when the filter has been completely sheathed with the stop engaged and the user continues to apply additional force on the sheath. The second filterwire ez system which was deployed in artery during the reported event was not returned.